Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable, tandem wall adapter, and confirmed working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer left wall adapter plugged into working outlet for at least 30 minutes, pump began charging, and no further assistance was required.